Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. The alarm occurred after peritoneal dialysis therapy. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the device history revealed a previous failure with an incorrect setting for the event log printout. The machine had been retested and had passed all subsequent testing. The service history review did not identify any previous abnormalities or malfunctions related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.